Manufacturer narrative:
The device is not available for evaluation, as it was discarded into a 'sharps' container by the operating room nurse before the company sales rep became aware of the incident.

Event description:
During a transoral incisionless fundoplication (tif) procedure, following a laparoscopic crural closure, a gastric perforation was discovered. The perforation, which was approximately 5 mm - 10 mm long was reduced by laparoscopically suturing and then tested for leakage. The surgeon completed the repair by converting to a laparoscopic nissen fundoplication that overlapped the perforation. There is no allegation of a device malfunction. The patient fully recovered.